Manufacturer narrative:
Evaluation summary: it was caused due to the residue remained on the led cover glass. In addition, we confirmed that insertion flexible tube(ift) buckle, the root brace rubber flexible tube cut, the lightguide cable buckle, and suction channel buckle; however, these are not related to the alleged complaint. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred during inspection. There was no report of patient harm. There is dirt under the led cover glass.